Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The cassette bag was attempted to be filled with 100 ml of water using a syringe. During the fill process a leak was observed to be coming from the internal bag at the seal of 3 out of 4 cassettes and this report reflecting one of those that did leak. There was no damage or anomalies observed. The most likely/suspected cause of the customer reported problem was inconsistent sealing of the internal bag during manufacturing. H10 updated.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that leakage occurred from the internal bag. This occurred with four separate devices. Consistent filling processes were used, indicating that this seems to have been a defect in the product. There was no patient involvement, and no patient harm/adverse event reported.